Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported patient effect of dissection could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Although a conclusive cause for the reported patient effect of dissection and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the chronic totally occluded (cto) left anterior descending (lad) artery. A balanced middle weight (bmw) universal ii guide wire was successfully placed without reported issue. The progress 40 guide wire failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. The progress 120 guide wire successfully crossed the lesion; however, it reportedly caused a vessel dissection. Reportedly, the vessel dissection self-healed. No further treatment was performed and the decision was made to stop the procedure at that time, with no future treatment planned. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.